Manufacturer narrative:
Explant was not received at consensus orthopedics from (B)(6) until 4/3/2018 due to issues with customs. A complete DHR review was completed with no issues observed. Please refer to engineering evaluation (B)(4), completed 4/18/2018, for further details. Based on the engineering evaluation results the cause of the bipolar head dislocation from the acetabulum and femoral head dissociation from the bipolar insert remains inconclusive and no further action will be taken at this time.

Event description:
Primary surgery; (B)(6) 2018. Doctor had carried out primary surgery using the following components: bipolar assembly (above-mentioned) taper set stem, std 6 mm (1210-0-0060, lot 479551). Patient medical history: parkinson's disease. The patient was re-hospitalized for receiving a tracheostomy due to dyspnea. On (B)(6) 2018. The doctor found the implant was dislocated while the patient was on the bed. Then the doctor carried out reposition, the femoral head came off the bipolar head. We have not received any information on how patients dislocated. Revision surgery; (B)(6) 2018. The doctor removed the bipolar assembly from the patient, and re-implanted the size into the patient. (The stem is not removed from the patient.)